Manufacturer narrative:
Submit date: 10/27/2010. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/18/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the hemodialysis unit personnel found the sapphire catheter extruded (coming out). No reported ill effect to the patient. The catheter was removed and replaced.